Event description:
Customer reported via phone, the insulin pump was squirting out insulin and it alarmed compromised force sensor system during manual prime. Customer's current blood glucose was 258 mg/dl and doesn't recall current blood glucose level. Troubleshooting was performed and it was found the drive support cap was sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return he device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.